Event description:
Customer reports while troubleshooting, an error message on the advantage system, customer noticed missing segments. No adverse event reported. Requested return of suspect device and replacement was sent.